Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges driving the unit in the morning. After drive, he went home and had unit charging for 15 minutes then he drove onto transport when driver noticed smoke.

Manufacturer narrative:
It is the evaluator's opinion that the smoke experienced by the end user was the result of a crushed joystick buss cable that arced against the bottom of the seat. However, based on the location of alligator char on the seat bottom in combination with the melt location on the shroud, it is also the evaluator's opinion that the root cause of the crushed buss cable was the absence of a quick release mechanism on the front seat extrusion. The missing quick release assembly allowed the seat to rock rearward causing the buss cable to become pinched between the receiver bar and shroud.

Event description:
Customer alleges driving the unit in the morning. After drive, he went home and had unit charging for 15 minutes then he drove onto transport when driver noticed smoke.